Event description:
It was reported that during a stenting treatment procedure, stent deployment failure and stent damage occurred. The procedure treated the 80% stenosed target lesion located in the severely calcified left anterior descending artery. After pre-dilation, a 2.25x12mm ion stent was advanced to the target lesion but met some resistance during advancement. Next, an attempt was made to deploy the stent at 6 atms but the stent would not deploy off of the balloon. The device was successfully removed from the patient but distal stent damage was noted. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent deployment failure and stent damage occurred. The procedure treated the 80% stenosed target lesion located in the severely calcified left anterior descending artery. After pre-dilation, a 2.25x12mm ion stent was advanced to the target lesion but met some resistance during advancement. Next, an attempt was made to deploy the stent at 6 atms but the stent would not deploy off of the balloon. The device was successfully removed from the patient but distal stent damage was noted. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the taxus element/ion device was received with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The stent had proximal and distal rows of stent struts stretched and bent. The device was inflated to nominal pressure and the stent was successfully deployed at nominal pressure without any indication of lumen restrictions or other difficulties. Magnified inspection presented no damage or irregularities that could have caused or contributed to the stent failed/unable to deploy and the confirmed stent damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).